Event description:
It was reported that the brake handle on the 9600+ system is broken for ap to lateral. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that plastic wrapping was jammed into ap lateral brake. Removed the obstruction. The system was tested and found to be working as intended and placed back into service.